Event description:
Customer contacted alaris and stated "there was an incident with the medication profile where the profile was set up wrong and the nurses did not notice that the profile had the wrong concentration" upon discovery that an event had occurred the customer changed the profile and was reloading the profile in all units. Unknown as 250mg/500cc. Unit involved was not identified, but there was a "bad outcome'. Multiple message left with no further information available.